Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. The event date was not provided. The event date has been documented as 08june2026, the same date saluda medical was made aware.

Event description:
An elective explant of the evoke spinal cord stimulation (scs) system was performed. Additional details regarding the explant were not provided to the saluda representative.